Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new or worsening), kidney disease/toxicity and copd. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new or worsening), kidney disease/toxicity and copd. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with no power cord, no outlet filter and a passive outlet port. The ventilator was let run for 78 minutes; no foreign particles were observed in the outlet filter. The ventilator was bench tested which showed the software version, the clock setting and both batteries build dates failed testing specs. The ventilator was taken apart. Contamination was found in the outlet of the air flow path. Contamination was observed inside the blower motor. The ventilator¿s internal foam was black, indicating it was not remediated. Contamination was observed in the sd card area, the top lid grooves and pollen filter.